Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the pump was powered on and the display was blank. The pump case was opened and moisture throughout the pump case and on the display flex connector was observed. Further testing was prohibited due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.